Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from (B)(4) study that the left ventricular (lv) lead became dislodged. A lead revision was scheduled and the lv lead remains in use. No patient complications have been reported as a result of this event.